Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had poor communication on the programmer and could not communicate with the recharger. There was poor communication with and without the antenna attached. The patient was seeing a reposition antenna screen when trying to connect with the recharger and repositioning the antenna did not resolve the issue. The patient had last felt stimulation two days prior to the report and wasn¿t currently feeling stimulation. The patient noted she had charged her implant to full three days prior. There were no falls or traumas reported. Further information received from the healthcare provider (hcp) reported that they discussed revising the stimulator. It was noted that she had good coverage which then waned and she was reprogrammed but could not get complete coverage back. The hcp stated that the battery failed and was showing end of life. The hcp assessed that the patient had other chronic pain, cervicogenic headache, chronic intractable headache with unspecified headache type and the battery was at end of life of the spinal cord stimulator. The indications for use were occipital neuralgia and spinal pain.

Manufacturer narrative:
Upon review of the additional information received, this event is now considered a reportable serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient want to a pain clinic and received several injections that included occipital blocks, mbb, facetw, but none of these helped. It was also stated that the patient's implantable neurostimulator (ins) worked for about a year and a half and after being reprogrammed several times, it turned off. The patient met with a manufacturer representative (rep) and the device was turned back on. However, about a week ago, the ins turned off again and would not turn back on. During the time the ins was on, the patient experienced a 20% relief from her headaches; the headaches started one year ago. The pain from the headaches was described as a fluctuating and throbbing. It was also confirmed that the implantable neurostimulator (ins) battery failed as it was showing end of service (eos); the patient had a revision in (B)(6) 2016. The patient's concomitant medications included: ambien 10mg, elavil 100mg, topamax 100mg, baclofen 10mg, and aspirin. The patient's medical history included: hypercholesterolemia and chronic daily headache.the patient's surgical history included: scs, right knee replacement, and neck surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.